Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe battery packs had been replaced prior to the engineers arrival. The battery charger pcb was also identified as requiring replacement. The component was to be replaced by the customer. The scheduled maintenance was completed by the field service engineer.

Event description:
The customer reported that the system intermittently locked up, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.